Manufacturer narrative:
.

Event description:
It was reported that during a colon resection procedure, the device did not cut. Another instrument was used to complete the procedure with no patient consequence.